Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned for analysis. External insulation abrasion was noted from 39.5 to 41.2 cm from the distal tip, consistent with friction against the pulse generator can. All other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The reported field events of fracture and inappropriate high-voltage therapy could not be confirmed. No electrical anomalies were found.

Event description:
New information reported that the patient presented to the emergency room after receiving inappropriate high-voltage therapy. Right ventricular lead fracture was suspected. The lead and pulse generator were removed and replaced with competitor products on (B)(6) 2018. The patient was reported to be stable.